Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 2 years and 7 months post implant of this bioprosthetic valve, it was replaced valve-in-valve due to stenosis. It was also reported that the original surgical valve at implant had a gradient of 15 mmhg. One year post implant, the gradient increased to approximately 25 mmhg. At 2 years, the gradient measured around 30 mmhg and the most recent read in clinic was 35 mmhg. Post operation, the gradient decreased back to 15 mmhg. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.